Event description:
Ous MDR - boston scientific received information that during the implant procedure, after multiple attempts to position this atrial lead, the lead would dislodge. Finally, a suitable position was obtained and the pocket was closed. Post procedure, while transferring to a bed, this lead dislodged. A decision was made to replace this lead. A revision procedure was performed. This lead was removed, replaced and returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual, an electrical and a mechanical inspection. The visual inspection showed squeezes of the lead body, which occurred most likely during the surgery. In the course of the further analysis, no deviations were noted which might be related to the clinical observation as mentioned in the complaint description. The analysis did not reveal any sign of a material or manufacturing problem.